Event description:
After successfully crossing the target lesion site with the coronary artery stent and delivery system, the physician inflated the balloon up to 6 atms of pressure. At 6 atms the balloon was reported as having ruptured. Subsequently, the stent dislodged from the delivery balloon and remained in the left anterior descending coronary artery after the balloon catheter was withdrawn. Another balloon catheter was utilized to retrieve the stent up to the point of the distal portion of the femoral sheath. At that point, the stent became caught on the distal end of the sheath and could not be completely retrieved. The balloon was subsequently removed, and the stent was allowed to embolize peripherally, it is believed that the stent either traveled to the sfa or may remain in the proximal subcutaneous tissue. No further complications were reported relative to this procedure, and the pt was reported as having excellent distal pulses.